Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. Attempts to remove the air were unsuccessful. Treatment was ended and partial rinseback performed, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Air alarms at the start of treatment are typically due to air entering the system when making patient connections or inadequate air removal during prime. The user's guide provides adequate instructions for troubleshooting air alarms. The cycler alarmed appropriately to the presence of air. No similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.